Event description:
It was reported that the pt hadn't had hemodialysis in a long time & upper extremities were completely shut down. A leg fistula was being performed when the balloon burst & separated from the catheter shaft which required surgical removal the pt was being taken to recovery & died from a heart attack. Dr stated the death wasn't product related.